Manufacturer narrative:
Citation: title: pawlowski et tal. Unusual snaring of embolized tavi valve. Postepy kardiol interwencyjnej. 2022 jun; 18(2): 180¿181. Published online 2022 aug 19. Doi: 10.5114/aic.2022.118538. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an 89-year-old female patient who underwent implant of a medtronic evolut pro bioprosthetic valve (unique device identifier numbers not provided).  During deployment the valve dislodged to a position above the annulus resulting in significant aortic insufficiency and perivalvular leakage.  This in turn caused sustained ventricular tachycardia which required cardioversion to return to a normal cardiac rhythm.  A coronary catheter was then used to guide a balloon inside the valve frame, and once inflated allowed enough traction for the valve to be pulled back into the ascending aorta.  A new valve was successfully implanted.  The periprocedural outcome and the further course of hospitalization was uneventful.  The patient was discharged without signs of aortic valve stenosis or valve insufficiency.  No additional adverse patient effects or product performance issues were reported.